Manufacturer narrative:
It was reported to philips that the device could not obtain an etco2 reading during a patient event. The patient was found pulseless and asystolic, with CPR in progress. After meds were administered, the patient converted to pea and gained a pulse, but rearrested prior to transport to the hospital. The patient was transported without incident. After arrival to the ed with ongoing resuscitation efforts the patient was pronounced. There was no allegation that device behavior impacted patient outcome. An electronic event file was reviewed and no etco2 reading was obtained. The device was evaluated by a philips field service engineer (fse) and the reported symptom was reproduced. The issue was isolated to the etco2 module. The etco2 module was replaced to resolve the issue. The device passed all performance assurance testing and was placed back into use. This was a malfunction of the etco2 module.

Event description:
It was reported to philips that the device could not obtain an etco2 reading during a patient event. The patient was found pulseless and asystolic, with CPR in progress.